Manufacturer narrative:
Received one used drainage bag with the tubing assembly attached only. Visual inspection noted no obvious defects. The received sample was functionally tested by passing water through a 14fr. Catheter pvc inlet tube towards the interior of the drip chamber / drainage bag. No drainage problems occurred. The flow was continuous during the test on the sample received. The device met the flow rate specifications. The complaint was unconfirmed as the problem could not be reproduced. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "- periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. - if bag is not positioned correctly, urine may bypass the mater and go directly to the bag. Reposition bag as necessary." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag had a vapor lock and as a result urine will allegedly not flow freely from the patient to the collection bag.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient allegedly experienced discomfort as a result of using the device.